Manufacturer narrative:
The device was not returned for evaluation.

Event description:
An article from a 2015 issue of the journal of anesthesia was forwarded for review. In "airway obstruction by an unexpected equipment damage", schober, loer, and schwarte describe a case in which airway obstruction was caused when foreign material was created by the interaction between the stylet and the endotracheal tube. The authors report that to facilitate endotracheal intubation, they introduced a frova intubating catheter. Subsequently, a laser-resistant endotracheal tube (manufactured by medtronic) was inserted, and the frova catheter was removed without noting any resistance. The tube was cuffed and connected to the ventilator circuit. An increased resistance was noted during manual ventilation, and routine pulmonary auscultation revealed abnormal stridorous sounds, suggesting airway obstruction. Immediate inspection of the respiratory system revealed a blue mass obstructing the proximal laser-shield tube. The tube was disconnected from the ventilator circuit, and the mass was extracted with a magill forceps. Subsequently, the ventilator was reconnected, stethoscopic auscultation was normal now, and mechanical ventilation was initiated without problems. Using a fiber-optic scope, the endotracheal tube and the tracheobronchial system were inspected to exclude that additional foreign material had been dispersed within the airways. No other foreign bodies were found. The operation and recovery were completed with no complications or abnormalities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.